Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, including pressing the main button with and without support and connecting it to a working power source, while pump showed a red light and periodic vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for putting pump into storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.